Event description:
The end user was not able to determine whether this was a malfunction, defect, or just wear and tear. On the unit, it is hooked up completely to the autoradiograph device. Then the treatment is started by pressing start. The concept of the unit is that it will drive a check cable that is not radioactive, out into the transfer tube and the device to a distance greater than that which the source will travel. This is supposed to verify the path that the source will travel is clear of obstructions. The check cable went out and did not identify any obstructions. So the source went out, dwelled for its intended time and then on retraction, was caught on a obstruction and remained exposed. Additionally, even if there is an obstruction, nucletron says that their emergency motor should be able to remove the source with the high power emergency drive. This did not happen when it was pressed. Finally, when company entered the room, the source was able to be retracted finally by end. The problem company saw was that the hand crank took minimal force to retract, which says, why didn't the emer motor work.